Event description:
The complainant reported that a patient in st elevation myocardial infarction (stemi)/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient was admitted on (B)(6) 2025 with a small bowel obstruction and a non-st-elevation myocardial infarction. Following an uneventful small bowel resection, she suffered a stemi and required percutaneous coronary intervention to the left anterior descending coronary artery. The patient coded post-procedure in the catheterization lab, leading to the initiation of extracorporeal cardiopulmonary resuscitation. The patient was escalated to veno-arterial extracorporeal membrane oxygenation (va ECMO) with impella cp therapy via the left femoral artery on (B)(6) 2025 due to cardiogenic shock. After impella cp support was initiated, continuous suction alarms were noted from the impella cp and low flows were noted from the va ECMO. The patient was released to the intensive care unit (ICU), and it was noted that va ECMO flows remained low and impella flows were low with suction alarms. The patient also experienced separate, non-impella related mediastinal bleeding requiring surgical intervention. The patient¿s neuro status was to be assessed, and the patient¿s prognosis was noted to be poor. On support day three, the patient¿s ejection fraction was noted around 20-25%. A head computed tomography scan revealed an ischemic stroke. On support day four with impella cp, the patient underwent a successful ramp and decannulation from va ECMO in the operating room, with vascular surgery repairing the right leg vascular injury caused by the va ECMO cannula. The patient was returned to the ICU on impella cp support only. A subsequent neurological assessment confirmed a non-recoverable neurological exam due to an anoxic brain injury sustained during her initial cardiac arrest prior to impella support. The patient's care was transitioned to organ procurement and the patient expired after organ harvest.

Manufacturer narrative:
Although the patient's presenting condition may be more likely have impacted the event the impella pump cannot be excluded as a possible contributing factor in the patient's demise. Investigation summary: the investigation has been completed. No product was returned for investigation. Data logs were returned for analysis. Data log analysis confirmed suction alarms throughout the case. Positioning alarms were seen at the beginning of the case which included impella position unknown and impella position in aorta alarms but were resolved. A placement signal low alarm was also seen at the beginning of the case but was resolved. Placement signal remained stable throughout the case with no trends or spikes. Motor current showed no spikes or trends outside of p-level changes. No other abnormalities were seen. Clinical details mention that the patient was found to have an ischemic stroke per a computed tomography scan during support. Suction alarms were seen when the patient's heart rate elevated and on the day of implant. The patient was on extracorporeal membrane oxygenation support during impella support. Pump suction: the root cause of the pump suction was not determined due to inconclusive evidence from the clinical details and data log analysis. Stroke: the root cause of the stroke was unable to be determined due to insufficient clinical detail. Device history review: the pump passed all post-sterile inspection checks.